Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have conductor wire insulation retracted at the yaw pulley. There was no fragmentation of the insulation. The internal conductor wire was exposed and not broken. The instrument passed the electrical continuity test. Review of the provided image (see attachment) is consistent with the allegation of split in the insulation. Root cause of the failure mode cannot be confirmed without the returned device. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument had a split in the insulation of the cautery cable. It was observed with a 4x magnifier per the instruction of use (IFU) in the sterilization and processing department (spd). It was not notified during the case of any issues with the instrument. There was no report of patient involvement. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the customer confirmed the conductor wire was exposed but was unsure if the wire was intact or broken in half. She was not notified of signs of loss of cautery nor arcing, sparking or thermal damage as a result of the damaged conductor wire. She was not notified of material detaching/breaking off from the portion of the device that enters the patient's body. The instrument was already returned for evaluation.